Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: when the pump is set to the highest speed and started the unit would reset to the lowest speed setting and not operate. The most probable cause of the complaint is component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited a defected control board and cracks on the cover of the unit. There was no patient involvement.